Event description:
The account reported the brake is not holding. The stretcher was located in a & e at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the brake casters were out of adjustment most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The technician adjusted the brake casters to resolve the issue. Based on this info, no further action is required.